Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the pump was in good condition. A review of the event history log identified battery communication timeout in the history. Functional testing was performed and was unable to power up pump at power up process with battery power. The battery connector came loose from interconnect board due to incorrect assembly by customer. The root cause of the issue was incorrect assembly by the customer. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced battery for preventive and performed power up process and functional tests which passed.

Event description:
It was reported that the pump would not boot up. No patient injury was reported.